Event description:
After becoming implanted with the essure device in 2008 I developed a discoloration rash on my skin directly in the area of my implantation. It remained there for approximately two years. Since the procedure I have been in and out of the hospital with different medical problems I feel related to this device. I have pain and discomfort every day in my pelvic region, some days severe, I have extreme pain sometimes unbearable during my menstrual cycle as well as heavy bleeding this occurred after my implantation. I told my doctor at time of implantation when asked if I had any allergies I listed my allergies including nickel. He than stated that it didn't matter because my allergy/sensitivity was on my skin. I never understood this because why would it matter if I had it on my skin and if it was inside my body. I have spells where I will get very nausea sometimes lasting for a week. I have experienced hair loss and balding in areas as well as thinning, before implantation I had thicker hair. I also had a prolapsed cervix cause unknown because I lost my insurance for a while but after now regaining it I will be having more tests ran to determine if this is because of the device. As I had said earlier all of these symptoms occurred after implantation to present.